Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient stated she had not heard her cgm alert when her bg dropped. She was talking on the phone with her sister and her sister noticed she was incoherent. The patient¿s sister contacted the patient¿s daughter who called emergency medical services (ems). Upon arrival, ems found the patient unresponsive, performed a bg which was 40 mg/dl, and treated the patient with glucose. During transport to the hospital, the patient went into cardiac arrest and was defibrillated three times. The patient was admitted to the hospital and diagnosed with post-cardiac arrest, rule out stroke, hypoglycemia and covid. The patient was released after seven or eight days. The cgm/bg values at the time of event were not provided. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.